Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the analyzer passed all incoming functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the analyzer did not work properly. It was also reported the analyzer's patient connector was damaged, it would break the lead pins. The analyzer was returned for repair. There was no patient involvement.